Event description:
For no reason, my daughter's dexcom stopped working. It required us to spend at least two hours to uninstall and reinstall. During this time, it also disconnected from her omnipod. There appears to be no reason the dexcom stopped working. Also, every time I try to log in to the dexcom app, it appears to not recognize my email and password. I have tried to call several times, and they will not escalate this call in spite of requests.